Event description:
It was reported that a spectrum pump when loading a set, the steps 3 and 4 were activated. This occurred during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing loading a set, the steps 3 and 4 were activated when step two was initiated occurred through troubleshooting of the device. The service history record (shr) review was completed and revealed findings that could have directly contributed to the current complaint. The previous reported problem 'step 2 of loading set activates steps 3 and 4' was confirmed during evaluation. Evaluation determined the causality to be an out of calibration force sensor. The force sensor was required to be calibrated to correct the reported problem. The current reported condition was verified. The cause of the condition was determined to be an out of specification downstream sensor. The downstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.